Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
Corrected fields: b5, b6, b7, d10, h6(health effect - impact) updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. The getinge field service engineer(fse) fse that encountered the issue found that the bulk supply fuse was faulty. The fse replaced the bulk supply fuse. The unit was then switching on properly. The fse observed the unit on a system trainer for more than two hours, and the unit was working properly. All tests were performed and passed. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) is not switching on. There was no harm onsite reported.